Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead noise was observed via remote transmission. The patient was asymptomatic. No other electrical anomalies were reported. The lead was capped and replaced.